Manufacturer narrative:
Approximate age of device: 6 years 5 months (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient came in with a pain in the abdomen below the area of the driveline exit site (or around). The pain was described as an electrical shock of some sort that only happened spontaneously when he was connected to batteries. The log file analysis showed a backup battery fault, followed by a no external power, while attached to a power module. This appeared to be during a power change over. The alarms happened at the end of the log file along with a yellow wrench, which was caused by the backup battery fault latching on. The backup battery fault alarm was observed while replacing the patient's backup battery with a new one. As soon as the customer connected the new backup battery to the controller, the backup battery fault alarm went off along with the no external power alarm. The customer was not changing the patient's power source when this occurred. The patient was connected to the power module during this process. The alarms resolved. The cause for no external power was identified to be possibly caused by the internal battery exchange. Patient was admitted for unrelated issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the reported electrical shock cannot be conclusively determined. The submitted log file contained data spanning from 7/7/2019 at 20:42:38 to 8/14/2019 at 11:44:35, per the timestamp. Throughout the log file the vad operated at the fixed speed without issue. The patient was seen in the clinic with pain in the abdomen around and/or below the driveline exit site. The pain was described as an electrical shock that only occurs on battery power. The patient was later admitted for an unspecified, unrelated issue and remains ongoing on (B)(4). No further events have been reported at this time. The heartmate ii lvas IFU contains warnings related to electric shock and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.